Event description:
It was reported during interrogation of a sigma device, was printing reports when the programmer locked up with a black screen and a system error. Another programmer was used to complete the follow-up. Power was recycled on the locked up programmer and the error cleared. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.